Manufacturer narrative:
Patient weight - (B)(6) kg. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device deployed correctly. Intima stripped and pulled back to form a clot. Vascular surgery was involved and they were able to do a common femoral artery (cfa) cutdown and remove the angio-seal anchor and collagen where the clot was forming which was in the intima of the artery. The patient was reported to be in stable condition. Additional information was received on 21nov2019. The case was a cerebral angiogram with femoral access. An angiogram of the iliac artery was performed. It was noted that insertion point was above the bifurcation. Hemostasis was achieved with manual pressure. Additional information was received on 25nov2019. An 8fr sheath was used. Five minutes of manual pressure was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.